Event description:
On (B)(6) 2025, patient reported leakage from cartridge/connector during tubing prime. The patient was able to see that there was insulin leaking from the connector/cartridge. Patient stated that they are not sure if it was coming from the cartridge or connector, but they just decided to switch out all their supplies to be safe. Unable to see drops after pressing and holding for a while, so the patient replaced all supplies and successfully resumed insulin delivery. First time this occurred. Blood glucose was unaffected. No symptoms experienced during event and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.